Manufacturer narrative:
Continued partial implant date: on (B)(6) 2011 a review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: broken implants.

Event description:
Healthcare professional reported a right side "broken implant". The device remains implanted.